Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found no physical damage was noted. A review of the platform archive was performed and user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) was observed on the date of the reported event of (B)(6) 2015. During functional testing ua7 message was observed upon power up. Load cell characterization test was performed and load cell module 2 was noted to be over reporting. Based on the investigation, load cell module 2 was replaced. In summary, the customer's reported complaint of autopulse displaying user advisory 7 was confirmed during archive review and functional testing. The root cause for ua 7 was determined to be an over reporting load cell module 2. After the load cell was replaced, the platform passed all final testing criteria.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 09/16/2015. Visual inspection of the returned platform was performed and found that the top cover was cracked and the battery compartment cover was missing. From the condition of the returned unit, the cause of the damages appeared to be wear and tear. The visual damages noted during visual inspection are unrelated to the customer's reported complaint. The returned platform was functionally tested and the reported complaint was confirmed; the platform displayed a user advisory 16 (time-out moving to take-up position) during testing. Further inspection determined the cause to be that the brake gap had seized and needed to be cleaned. The brake gap was cleaned with alcohol and freed. Functional testing was then continued for 15 minutes and no other user advisories or warnings were exhibited. Unrelated to the reported complaint, it was also observed that the driveshaft was difficult to rotate. Further inspection determined that the clutch plate was sticky and needed to be replaced. A review of the archive was performed and no user advisories or warnings were observed on the reported event date of (B)(6) 2015. Multiple user advisory (ua) 16 messages were however observed on other dates throughout the archive, thus confirming the customer's reported complaint. Based on the investigation, the parts identified for replacement were the top cover, battery partition cover and clutch plate. In summary, the customer's reported complaint of the platform displaying a user advisory (ua) 16 was confirmed through functional testing and archive review. Evaluation of the returned platform determined that the root cause of user advisories (ua) 16 was due to the brake gap seizing. The physical damage found during visual inspection is unrelated to the reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of the part identified during investigation, the platform successfully passed all final functional testing

Event description:
It was reported during patient use, that the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message, that was unable to be cleared. The user reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further information was provided.